Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently treated by paramedics due to a blood glucose level of 22 mg/dl. The customer reported that she lost consciousness at the time of the incident. The insulin pump was not replaced or returned for analysis.